Event description:
It was reported that during an implantable device changeout, using the existing high voltage lead, it was noted that both of the high voltage pins were labeled as rv (right ventricular). There were no markings indicating which of the coils was the svc (superior vena cava). As a result, it was unknown which to connect to the respective ports. After comparing impedance measurements, the leads were connected, and proper placement was verified by comparing egms (electrograms). Dft (defibrillation threshold) testing was successful. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.